Event description:
The complainant reported, the rotator of the high pressure tubing broke during injection.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed; the rotator was separated at the bond between the collar and the housing. Adhesive was present on the joint. The bond failed on one side of the collar and fractured on the other side. The device history record was reviewed with no related exceptions noted. The root cause of the malfunction was attributed to failure of the adhesive bond between the rotator housing and the rotator collar. Device history record was reviewed.